Event description:
It was reported that on (B)(6) 2019 this pacemaker showed according to longevity, signs of premature battery depletion and voltage too low for the projected remaining capacity. This pacemaker has been explanted and is out of service. This device was replaced with a new device. There were no adverse patient effects. The explanted device is expected for return and analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
This report is being filed as the device has been returned and evaluation completed.